Manufacturer narrative:
Concomitant medical products: 429888, lead, implanted: (B)(6) 2018; 5867as, adaptor, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinician that the cardiac resynchronization therapy pacemaker (crt-p) was pacing at a lower rate of 50 beats per minute, however, the clinician suspected the device had been programmed to a lower rate of 60 beats per minute. The clinician was advised to interrogate the crt-p and review the programmed settings. At this time, the device remains in use. No patient complications have been reported as a result of this event.